Event description:
Covidien received information that the patient was placed on another ventilator due to an 840 ventilator malfunction. There was no patient harmed or injured as a result of the event. Convidien troubleshot this issue with the customer over the phone and suggested to swap the power supply or to try different cables.

Manufacturer narrative:
(B)(4).